Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the vns programming history database, it was observed that upon initial interrogation on the first date in the generator programming history the device appeared to be at unintended settings that were indicative of a faulted system diagnostic test. Since this was the first date in history, the exact date that the programming anomaly occurred is unknown, but the patient had generator replacement surgery on (B)(6) 2008. No patient adverse events were reported.